Event description:
Provider called alleging customer removed his caster wheels because he claimed he couldn't get around outdoors without getting stuck. The customer is claiming he fell and broke his femur requiring surgery.

Manufacturer narrative:
The device was altered by the consumer. The consumer altered the device by removing the caster wheels which act to stabilize the unit and prevents the unit from tipping. The provider and the consumer are working on getting a new device. (B)(4): device altered by consumer.

Event description:
Provider called alleging customer removed his caster wheels because he claimed he couldn't get around outdoors without getting stuck. The customer is claiming he fell and broke his femur requiring surgery.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be issued if more information or if the device becomes available.